Manufacturer narrative:
The reported observation of ¿replace generator¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date at which time therapy is inhibited. The estimated longevity would have been 1.9 years +/- .25-year per ¿ 90205144, when using the burst 5/15 seconds cycle mode for assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 660 days or 1.83 years, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
Additional information indicated that a surgical intervention occured wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller was displaying the message "replace generator soon. The generator has reached the end of its service." The patient may undergo a surgical procedure to replace their internal pulse generator (ipg).